Manufacturer narrative:
Unit passed self test and displacement test. Unit received with corroded electronic assemblies, corroded battery tube, corroded motor home switch, cracked battery tube threads and cracked case (battery tube). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was exposed to water and crack at the back side. The customer¿s blood glucose was unknown at the time of incident. Customer stated they did hear fluid when shaking the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.